Event description:
Caller reported a malfunction on the pump, indicated by the malfunction code malf 12. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl, though a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump, without requiring third-party assistance. Technical support decided to replace the pump. The customer was instructed to place the malfunctioning pump into storage mode and return it to tandem using a pre-paid label within 10 days. A replacement pump with updated software was sent, and training will be available to the customer in their tandem source account.